Event description:
While onsite to service the ventilator, the customer informed the manufacturer's service representative of an event of the device shutting down while in use on a patient. The customer reported there was no patient harm. Upon evaluation of the unit by the service technician, the unit would not power on. Review of the device diagnostic log noted that the ventilator restarted and was unable to complete power up into ventilation and continue operation. The customer attempted to power on the ventilator on subsequent dates but the ventilator would not power up into ventilation mode. The service technician replaced the gas delivery system to complete the repair. Final applicable testing was completed and tests passed to operating specifications. Factory analysis of the ventilator found a component failure on the gas delivery system oxygen flow sensor pcba. The component failure could result in a failure of the +12v supply, which may prevent operation of the device.